Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated g2 correction: report source updated to "distributor/importer".

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after a diagnostic procedure with a 6f sheath. Reportedly, the device broke at the junction between the black guide and the metal guide tube. The device remained held together by the actuator wire. A surgical cut-down was performed to remove the device and hemostasis was achieved via manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.